Manufacturer narrative:
(B)(4). Voluntary medwatch number: (B)(4).

Event description:
The patient was discharged and instructed to follow up at another hospital. An angiogram showed a near-occlusive short segment thrombus/embolus in the right popliteal artery. Thrombolytic therapy was given, but this did not resolve the issue.

Manufacturer narrative:
(B)(4). (B)(6). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
After left heart catheterization, selective coronary angiography, bypass graft angiography, left ventriculography, right femoral angiography, and a pre-deployment angiogram, a 6f angio-seal vip was deployed for vascular closure of a 6f right femoral artery puncture above the bifurcation on (B)(6) 2015. At 37 minutes post-deployment, the patient's distal pulses were unable to be found. The patient had right lower extremity discomfort and claudication. An angiogram showed a near-occlusive short segment thrombus/embolus in the right popliteal artery. Thrombolytic therapy was given, but this did not resolve the issue. The patient was discharged and instructed to follow up at (B)(6) hospital. It was reported that the anchor had broken off and migrated. The patient had a right popliteal embolus from the device and bruising. On (B)(6) 2015, the patient underwent right femoral-popliteal thromboembolectomy to remove the clot, including a piece of clot with sutures in it, reported to be part of the angio-seal device. Blood flow was reestablished. Following the surgical repair, the patient was discharged in stable condition.